Manufacturer narrative:
Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult/unable to remove through other device was most likely patient condition related since patient had calcification of vessels.

Manufacturer narrative:
D9: updated the devices return information.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in an 80-year-old male patient for the indication of high-risk percutaneous coronary intervention. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage a. During device placement, the impella cp was advanced over a 0.018 inch guidewire across the aortic valve. The physician reported dissatisfaction with device tracking and elected to remove the device and restart the procedure. During attempted device removal, the 0.018 inch impella guidewire was noted to kink. It was reported that there was difficulty removing the device, with the physician stating that the device may have become caught on calcification within the femoral artery. The device was eventually explanted; however, the 0.018 inch guidewire appeared to be stuck on calcification. A vascular surgeon was consulted and assisted with successful removal of the guidewire. No patient injury was reported. The 14 french impella sheath was removed, and the access site was closed using two perclose devices. The procedure was aborted. The patient outcome was unknown.

Manufacturer narrative:
B5 narrative was updated and malfunction was changed to serious injury.

Manufacturer narrative:
Corrected data. D4 serial number updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
D1: updated brand name

Manufacturer narrative:
H6: per a review of the complaint file, omitted code e2343 for hemodynamic instability and added e2403. Omitted f1903 and added f26. H11: omit investigation results for hemodynamic instability.

Manufacturer narrative:
Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of difficult/ unable to remove through other device was most likely patient condition related since patient had calcification of vessels.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump was placed over 018 wire across the atrioventricular (av). The physician did not like the tracking of device so made the decision to take the pump out and start over. While attempting to explant the device, the 018 impella wire kinked. The physician stated, ¿I believe the device got caught up on some calcium in the femoral artery.¿ difficultly removing device, eventually was able to explant however the impella .018 wire appeared stuck on calcium. The vascular surgeon called in to help with successful removal of wire. No injury to the patient was noted. The 14f impella sheath was removed and the site was closed with a double perclose device. The case was aborted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
D4: corrected UDI.